Event description:
Screw of a dental abutment fractured. Fragment could not be removed. Dental implant was explanted and a new implant was placed during the same session.

Manufacturer narrative:
After re-evaluation of the claim it was decided that the claim should be reported even if during the removal date of the implant a new implant was placed during the same session. The implant had no problem however a screw fractured and the fragment could not be removed from the implant. This should have been prevent by the dentist and the screw fractured due to overloading